Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found that the system was not booting up. The system was giving fatal system errors and was not allowing an installation of the software. The cse replaced the user-interface (ui) module and restored the system. The cse ran calibrations and quality controls, which were acceptable. The cause of computer screen lockup was related to a malfunction of the user-interface module. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp instrument interrupted the system in the middle of the sample run to look up a result. The computer screen froze and the operator performed a hard reboot by recycling power to the system. This did not resolve the problem. All the results were held until the system was serviced, resulting in two days delay in the patient testing. All samples were from a doctor's office. There are no known reports of patient intervention or adverse health consequences due to the delay in reporting of the patient results.